Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The product was returned; therefore, a product evaluation investigation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned device was visually examined, and the following was observed: inflation device full of 20ml of liquid. Residual fluid observed inside the balloon. Scratches noted on the flex shaft next to flex tip. Provided imagery was evaluated, and the following observations were noted: crimped valve observed crossing surgical valve. Valve observed positioned over inflation balloon. Valve not aligned between balloon inflation markers. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u/s3u resilia IFU was reviewed. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could 7 increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/ sapien 3 ultra resilia thv in tortuous/challenging vessel anatomies'. No IFU/ training deficiencies were identified. The complaint for thv moves on balloon working length during positioning was confirmed based on evaluation of provided imagery. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Mitral valve-in-valve supplemental document indicates to have in consideration the degree of canting of the sapien 3 ultra resilia valve in surgical bioprosthesis when positioning. In this case, no difficulties or issues were reported when the sapien 3 ultra resilia valve crossed the pre-existing surgical valve. However, as per evet description 'when the medical team started to bring the valve back across the surgical device to properly positioning the s3ur valve was advancing on the balloon towards the nosecone'. It is possible that when pulling back the catheter attempting to position the thv valve within the pre-existing surgical valve, there may have been interaction between the surgical and the thv crimped valve. This interaction between valves could cause the thv movement toward the nosecone tip. As such, available information suggests that procedural factors (interaction between valves) may have cause or contributed to the reported event. However, a definitive root cause was not able to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canadian affiliates, during implant of a 26 mm sapien 3 ultra resilia (s3ur) valve in the mitral position by transfemoral vein approach as a valve-in-valve within a stenotic edwards surgical valve, during valve positioning, the valve surpassed the surgical valve completely (no difficulties or issues reported during surgical valve crossing). When the medical team started to bring the valve back across the surgical device to properly position it, the s3ur valve was advancing on the balloon towards the nosecone. Extensive manipulation was required to bring the valve back to the atrium and finally to the inferior vena cava. Once there, the valve was aligned using snares and was able to be implanted inside the surgical valve. The patient was noted to be stable upon leaving the operative room.